Manufacturer narrative:
The investigation determined that a lower than expected vitros amon quality control result was obtained from a vitros control fluid using vitros amon slides on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to micro slide incubator contamination. The cause of the contamination of the micro slide incubator was not identified. After replacing the micro slide incubator rotor and the incubator evaporation caps, vitros amon performance significantly improved. An issue related to vitros amon slide lot cannot be completely ruled out, as slight within-run imprecision was observed after the service actions were performed on the vitros 5600 system. Acceptable amon performance was obtained using an alternate amon slide lot.

Event description:
The customer observed a lower than expected vitros amon quality control result from a vitros control fluid using vitros amon slides on a vitros 5600 integrated system. Level 2 result: 143.5 umol/l vs. Expected 197.7 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).